Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple presses to elicit a response. The patient noted the ok button would stick and cancel boluses. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The correct alert date is: (B)(6) 2012.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 22-jul-2019 device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and contamination was found on the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.